Manufacturer narrative:
Tech support has made several attempts to contact the customer for the status of the device after replacement was sent to the customer site. Service records for this 4.5 yr old device were reviewed. No records related to this unit nor complaints were found. Should customer provide additional information natus will file a supplemental report as needed.

Event description:
Natus medical received a complaint on september 28th, 2017 that their neoblue 3 had led light output intensity measured low using natus nb radiometer. The customer did not mention any death/serious injury, delay in treatment, or environmental/safety concerns.